Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime, and was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, when priming no insulin flows. Stated, when taking injection, no insulin flows even if she has a successful prime.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime, and was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, when priming no insulin flows. Stated, when taking injection, no insulin flows even if she has a successful prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-16. H6: investigation summary customer returned 45 unused 4mm, 32 gauge nano pro pen needles from lot 1187334. 30 of the pen needles returned were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle. All of the pen needles tested were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime, and was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, when priming no insulin flows. Stated, when taking injection, no insulin flows even if she has a successful prime.